Event description:
A prescription written for accuchek simplicity was dispensed with accuchek easy. What type of staff or health care practitioner made the initial error? Pharmacist. Pt expected accuchek simplicity.